Event description:
Pt's attorney reported "injuries sustained in the erosion of the lap band device which was surgically removed." No add'l info was reported to allergan.

Manufacturer narrative:
(B)(4). The product was not returned to allergan for a device analysis, based on the pending legal case. And the product serial number, the date of the event, and the implant date were not reported to allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. No add'l information has been reported to allergan regarding the serial number or implant date. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."